Event description:
Lymphoma caused by an FDA approved product?! I am (B)(6) years old, not married, no kids, no alcohol, no detected cancer case in both mother¿s and father¿s families! On (B)(6) 2017 I had breast implants with allergan inspira tsf (textured breast implants) 2 months ago, I had sudden hot feeling in the right breast while I was having lunch at work and it became hard suddenly, without getting any hit or touch. I¿ve been going through medical tests since 2 months and mris and ultrasounds to diagnose that costed me thousands of dollars so far and lots of pain and uncomfortable feelings and exposure of unpleasant radiations! As per results: the prosthesis are still the same means the fluid is still inside them! But after all tests, a test for dc30 is requested to check for alcl which is turned to be lymphoma caused by the FDA approved product! The doctor tried to explain that you lately discovered that the textured shape product causes this! And the allergan company is not responding to any of my calls or emails! Where is the efficiency of my warranty? Shortly, I need the fastest explanation from your side before I take my legal act urgently since I have to go through an operation asap! (B)(6).